Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coord that a routine x-ray review for pt transplant eval showed migration of the bend relief. The pt was not symptomatic and no intervention was performed to reattach.

Manufacturer narrative:
The pt remains on going with the implanted device and no further issues have been reported. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.